Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, the patient was revised (B)(6) 2015 due to impingement. The liner, head, and taper were removed and replaced.